Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention took place where the ipg was explanted and replaced with a boston scientific system. The reason for surgery and extract date of explant is unknown.